Event description:
It was reported that there was blurry image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was blurry image.

Manufacturer narrative:
Alleged failure: blurry. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Root cause: camera head conforms to specifications. The most probable root cause of the complaint reported could be the ccu, the scope, or the coupler. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.